Event description:
Cement took 20 minutes to set in the acetablum. The cement was not refrigerated. Thratre temp was approximately 20 degrees. Surgeon has requested a different batch. There was no adverse consequence for the pt.